Event description:
It was reported that the customer passed away on (B)(6) 2014. His blood glucose was unknown at the time his time of passing. Although cause of death was unknown, the customer was experiencing high blood glucose (in the 500mg/dl range) and diabetic ketoacidosis. He was wearing his insulin pump at time of death. His wife requested that the device be returned to her following analysis. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.